Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a rash around the beard line, jaw line and around the nose. Medical intervention was prescribed antibiotic ointments. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.